Event description:
The customer reported that the system would not boot up. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.